Manufacturer narrative:
Analysis of the lead found that the lead body conductor was broken with the anchor site unknown. Analysis found that the lead body outer insulation was consistent with metal ion oxidation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are : product ID 39565, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 39565. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the pain returned. There was high impedance in the lead. There was a new surgery to change the electrode. The impedance was higher than 10,000 ohms on 8 pads. No more paresthesia was felt by the patient. The patient had recovery in the or and explanation of the electrode. The issue was resolved at the time of report. Additional information received from the manufacturing representative reported that they did not have the serial numbers. The cause of the product problem was reported as ¿almost complete section of 8 electrode cables. The issue was resolved by implanting new electrodes.